Event description:
It was reported to philips by a customer that the unit shut off while performing on patient a week before report date. The unit was in use on a patient at the time of the reported event, but there was no patient harm or injury noted. The remote service engineer (rse) asked the biomedical engineer to check error code logged in event log report but biomed is unable to find any error codes or any issue. The rse advised the caller to perform a complete performance verification test (pvt) and asked to make sure that pvt must have 100% passing results before placing the unit back into service. Multiple attempts to retrieve device repair and operational status yielded no response from the customer. It is unknown if any part or repair was needed, or if unit passed pvt successfully without any repair. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.